Event description:
This spontaneous case was reported by a lay press newspaper and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2012, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal distension ("distended belly"), menorrhagia ("abundant menstrual periods"), fatigue ("crushing fatigue"), ear disorder ("ent (ear, nose and throat) disturbances"), nasal disorder ("ent (ear, nose and throat) disturbances"), pharyngeal disorder ("ent (ear, nose and throat) disturbances"), visual impairment ("visual disturbances"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, fatigue, ear disorder, nasal disorder, pharyngeal disorder, visual impairment, myalgia and arthralgia was resolving. The reporter provided no causality assessment for pelvic pain, abdominal distension, menorrhagia, fatigue, ear disorder, nasal disorder, pharyngeal disorder, visual impairment, myalgia and arthralgia with essure. The reporter commented: after the hysterectomy, she has got her smile back and lost almost all of her past pain. Company causality comment: this non medically confirmed case refers to an adult female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain with onset one year after insertion. She then opted for essure removal via total hysterectomy, leading to improvement of her symptoms. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur with essure therapy. Considering the nature and course of the event, and in the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). The case was classified as incident since device removal was required. Several non-serious events were additionally reported. A product technical analysis is awaited.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-jan-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non medically confirmed case refers to an adult female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain with onset one year after insertion. She then opted for essure removal via total hysterectomy, leading to improvement of her symptoms. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur with essure therapy. Considering the nature and course of the event, and in the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). The case was classified as incident since device removal was required. Several non-serious events were additionally reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.